Event description:
The user facility reported that the device overheated. There was no known patient involvement, no known delay, no known medical intervention, and no known adverse consequences.

Manufacturer narrative:
D9/h3: device not available for testing.

Event description:
The user facility reported that the device overheated. There was no known patient involvement, no known delay, no known medical intervention, and no known adverse consequences.